Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two days post implant, the patient experienced long pauses. It was also reported that the leadless implantable pulse generator (ipg) exhibited high threshold and loss of capture. The leadless ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.